Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance from technical support regarding the issue.